Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section e1 was updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number:3006705815-2023-03434. It was reported that the patient was experiencing ineffective therapy. X-ray imaging revealed migration of the leads. As a result, surgical intervention will be undertaken to address the issue.